Manufacturer narrative:
(B)(4). The customer reported the device intermittently displayed ECG fault and had error code entries of 20004 ECG front end hard failures in the sys log. There was no report of pt involvement or negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the device intermittently displayed ECG fault and had error code entries of 20004 ECG front end hard failures in the sys log. There was no report of pt involvement or negative pt impact.